Event description:
It was reported that a spectrum pump alarmed to close the door when the door was closed. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported close door messages, caused by a failed upper link switch. The upper auxiliary assembly (including the failed link switch) was replaced.